Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 36 mg/dl. The customer passed out for a bit. The customer stated that the husband called 911 and the police and paramedic came. They poor some syrup down her throat to help regain consiousness. The customer was back on her 80's and was able to eat before they leave. The customer was not taking into the hospital but did recieved treatment with syrup.